Event description:
During an av graft, the balloon ruptured at 24 atms. Part of the balloon embolized but the physician was able to remove it.

Manufacturer narrative:
A review of the device history record for the evercross could not be conducted because no lot number was provided.